Event description:
Device would not turn on. Consumer said the connection between the base and meter is melted. It is scorched and has an unpleasant odor. The device has a residue on the screen and appears to have been sprayed with cleaning fluid. No injuries occurred. The device was replaced and requested to be returned for eval.